Event description:
It was reported that, during a replacement procedure due to normal battery depletion (nbd), the induction test was not able to be performed successfully on this subcutaneous implantable cardioverter defibrillator (s-ICD). The shocks were ineffective for induced ventricular fibrillation. Subsequently, the system was repositioned, however the defibrillation threshold (dft) test was again unsuccessful. The plan is to reposition once again the system. During data review a treated episode was found on the old s-ICD that was inappropriately delivered due to noisy signals oversensing. The technical services (ts) discussed troubleshooting options and recommend programming the secondary vector as a permanent perception vector. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that, during a replacement procedure due to normal battery depletion (nbd), the induction test was not able to be performed successfully on this subcutaneous implantable cardioverter defibrillator (s-ICD). The shocks were ineffective for induced ventricular fibrillation. Subsequently, the system was repositioned, however the defibrillation threshold (dft) test was again unsuccessful. The plan is to reposition once again the system. During data review a treated episode was found on the old s-ICD that was inappropriately delivered due to noisy signals oversensing. The technical services (ts) discussed troubleshooting options and recommend programming the secondary vector as a permanent perception vector. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, during a replacement procedure due to normal battery depletion (nbd), the induction test was not able to be performed successfully on this subcutaneous implantable cardioverter defibrillator (s-ICD). The shocks were ineffective for induced ventricular fibrillation. Subsequently, the system was repositioned, however the defibrillation threshold (dft) test was again unsuccessful. The plan is to reposition once again the system. During data review a treated episode was found on the old s-ICD that was inappropriately delivered due to noisy signals oversensing. The technical services (ts) discussed troubleshooting options and recommend programming the secondary vector as a permanent perception vector. This s-ICD remains in service. No additional adverse patient effects were reported.